Event description:
It has been reported to philips that the wired footswitch was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event but procedural outcome are unknown due to insufficient information. The philips remote service engineer (rse)examined the system remotely and confirmed that the wired footswitch cable is faulty. Rse ordered a footswitch, instructed and guided the customer through the replacement process. After that the system was returned to use in good working order.the codes were updated based on the investigation outcome.evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.